Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved in the complaint and completed the device evaluation. Inspection found one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed based on failure analysis.

Event description:
It was reported that the medium-large clip applier instrument tip was bent, and a clip application issue was experienced. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue is related to unsuccessful clip application. There was no harm to the patient. No further information was provided at this time.